Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the refrigerator will not unlock. A field service engineer instructed customer over the phone how to produce a failed storage space. Customer successfully recovered the failed device. The device functioned as intended after customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator will not unlock. The customer unable to get the meds and there was a delay in accessing the medication. There were no adverse events or injuries reported based on this incident.